Manufacturer narrative:
One open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample and photos was carried out and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about the needle clog.

Event description:
It was reported that the bd micro-fine¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: this is a report about the needle clog.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.